Manufacturer narrative:
Concomitant medical devices: sx60-15bp competitor lead.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and high pacing impedance due to a possible fracture. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.